Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and detachment occurred. The target lesion was located in a very tight mid right coronary artery (rca). A 12mm x 3.75mm nc quantum apex¿ balloon catheter was selected for use and advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured. Hence, the physician pulled out the whole system of the balloon and noted that only the shaft was pulled out and the balloon was left inside the patient&#38112;body. The physician then used a j-wire to pull out the remaining balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.